Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2011 and a reservoir was used. When the nurse saw there was no drainage, the nurse tried to squeeze the drain and the reservoir to see if there was any blood clots and the reflux valve dropped into the reservoir and patient fluid came out immediately. The reservoir was replaced with a second like device with no adverse patient consequences.

Manufacturer narrative:
(B)(6): the actual device involved in this event was returned for evaluation. The evaluation found that the reservoir did not function. When the reservoir was cut open and inspected, the valve was stuck together and showed signs of deterioration.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1101593. Batch j1100367.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1101593 mfg date: 02/01/2009, exp date: 02/29/2016; batch j1100367 mfg date: 01/01/2011, exp date: 01/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.